Manufacturer narrative:
Upon completion of the analysis, this event will be updated.

Manufacturer narrative:
Upon return, analysis will be performed and this event will be updated.

Manufacturer narrative:
Should additional information become available, this event will be updated.

Manufacturer narrative:
Upon receipt to the post (B)(4) laboratory, the device memory was reviewed revealing several shorted lead faults had occurred prior to explant. The device was exposed to simulated heart load conditions and then tested the pacing, sensing and shocking functions. The device operated appropriately with no interruptions in therapy output of programmer communication at the returned programmed settings. A series of electrical tests were also performed, an again, normal device function was observed. Analysis concluded multiple shorted lead faults had occurred during implant due to a damaged lead and that this device met specification.

Event description:
Additional information was received; a replacement procedure was performed. This device was removed and replaced. In addition, a portion of the right ventricular lead was surgically abandoned. Measurements post replacement were within normal limits.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation of this implantable cardioverter defibrillator (ICD) revealed a warning signal. Shock impedance measurement were less than 20 ohms. A review of the arrhythmia logbook revealed an episode had occurred approximately two months earlier. The patient with this device remains hospitalized until a revision procedure can be performed in the near future. Upon removal, this device will be returned for analysis. No adverse patient effects were reported.